Manufacturer narrative:
Patient was being ventilated during the incident. Patient was bagged and replaced to another ventilator. High pressure alarm was due to defective inspiratory valve assembly. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description:high-pressure alarms.

Event description:
Hamilton medical ag received the following incident description:high-pressure alarms.

Manufacturer narrative:
Patient was being ventilated during the incident. Patient was bagged and replaced to another ventilator. High pressure alarm was due to defective inspiratory valve assembly.